Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer 2 had rows a and b not detected on the bus. A field service engineer (fse) attempted to reseat the cables, but the errors persisted. Further inspection revealed that the row board header was loose when pressure was applied to the cable. The drawer controller was replaced, which corrected the loose row board connection. An acceptance test was performed, during which all pockets opened and extended properly, were detected on the bus, and the drawer was confirmed to detect as closed. The system functioned as intended field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was not recognized on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.